Event description:
It was reported the lead could not be advanced into the header block of the implantable neurostimulator (ins) during the stage 2 implant. The surgeon tried winding screw in until the torque wrench clicked and then unwound. This was done numerous times, however the lead would not advance more than half the required distance into the header block. It was unknown why the lead could not be advanced. There was no evidence of damage to the lead. It was noted that the screw was ¿very tight¿ to unwind and was ¿unusually tight.¿ it was eventually decided to replace the ins and a new ins worked immediately. The lead pushed into the new ins without issue. No patient symptoms or complications were noted. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the setscrew was backed out too far and cross threaded. The setscrew was able to be reinserted into the connector with a 5 oz-in torque wrench. The ins passed functional testing. A known good lead was able to be inserted into the connector port without issue. A lead insertion test was performed and met lead insertion specifications. .

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Product ID neu_wrench_acc, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.